Manufacturer narrative:
This report is for five (5) unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of five (5) unknown locking screws, one (1) unknown end cap and one (1) titanium cannulated tibial nail-ex on an unknown date, due to infection and fracture on the right tibia. Originally, the patient was treated with open reduction and internal fixation (orif) and was implanted with an unknown plate on an unknown date. Later, it was revised to a tibial nail-ex for an unknown reason. After which, some of the wounds and incisions presented with infection overtime according to the surgeon. The distal end of the nail also eventually broke through the anterior cortex of the distal tibia. The surgeon is now treating the fracture with an unknown delta frame constructed from components of the large external fixator system. As per surgeon, the infection is now gone and all the hardware was removed successfully without delay or complications. This complaint captures the revision from nail to delta frame due to fracture and infection. The revision from plate to nail due to unknown reasons is captured on related complaint (B)(4). This report is for five (5) unknown locking screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection performed at customer quality on the provided images showed no damage on the device. Therefore, with the provided images, the reported adverse event condition of pain/infection was not able to be confirmed. With the provided information, complaint condition was not able to be confirmed. Further analysis on device design and manufacturing records were not performed due to unknown lot. No definitive root cause could be determined. The complaint condition was not able to be confirmed; and, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of five (5) unknown locking screws, one (1) unknown end cap and one (1) titanium cannulated tibial nail-ex on (B)(6) 2018, due to infection and fracture on the right tibia. Originally, the patient was treated with open reduction and internal fixation (orif) and was implanted with an unknown plate on an unknown date. Later, it was revised to a tibial nail-ex for an unknown reason. After which, some of the wounds and incisions presented with infection overtime according to the surgeon. Eventually, the bone broke through the anterior cortex of the distal tibia. The surgeon is now treating the fracture with an unknown delta frame constructed from components of the large external fixator system. As per surgeon, the infection is now gone and all the hardware was removed successfully without delay or complications. This complaint captures the revision from nail to delta frame due to fracture and infection. The revision from plate to nail due to unknown reasons is captured on related complaint (B)(4)..